Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, the customer reported seeing blue bands in their vision, which had not happened before. A photo of the device outside the patient showed one band was overlapping. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter email address) has been updated based on the additional information received on october 21, 2025. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, the customer reported seeing blue bands in their vision, which had not happened before. A photo of the device outside the patient showed one band was overlapping. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.